Event description:
The complainant reported that the clinician prepped the implant site and attempted to place the implant in a pt, but the implant driver became stuck to the implant (B)(6). There was no indication from the complainant of any adverse effect to the pt as a result of the reported product problem.

Manufacturer narrative:
Microscopic examination of the returned driver appeared to have residue, which is likely dried blood, on the lobular driving feature on the pilot, and various other areas. There was extremely minor deformation observed, as this is expected. There was a slight difference in surface finish on the driver where it makes contact with the implant. This is common when two metal surfaces contact each other and/or have relative motion. Using calibrated force measuring equipment, the force to remove the driver from the implant was 12.5 newtons. There are no force recommendations because the force is dependent on how the devices are used by the clinician and is difficult to measure in practical use. Microscopic examination of the returned 5.5 x 11.5mm genesis implant revealed moderate deformation on the external lobes of the internal driving feature where the driver makes contact. There were also some minor markings on the implant taper above the internal driving feature. It is unk how these markings were made, but it was possibly due to the driver contacting it during use. It is likely the intended friction fit between the driver and implant in combination with an excessive axial pressure applied by the clinician resulted in a high retention force making driver removal difficult. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. The lot number of the device at issue is not available; therefore, the manufacture date of the device is unk. (B)(4).